Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump's history as alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the same tandem wall adapter and charging cable, leading the pump to begin charging again, and no further assistance was required.